Event description:
It was reported while using bd safetyglide¿ needle only, 25 g there was a sterility issue. There was no report of patient impact. The following information was provided by the initial reporter: additional info received on 14-june-23: are you able to provide date of the incident? (B)(6) 2023. Are you able to send back the defective needle to bd for investigation? Yes. Could you describe how you discovered the issue? A medical assistant noticed it after opening the needle package. Here is the comment from the original complaint : ¿a safety needle was opened and upon inspection, prior to use, a hair was sticking out between the tight space of the orange cap and the plastic side of the safety. I tried to take a photo but it didn¿t turn out well. There is no way this hair could have entered during opening of the packaging. It¿s in there tight as if it got sucked in when the machine pushed the needle into the safety.¿ was the needle you on patient? No. Was there packaging damage? No. Are you able to send photo of the item? Please see attached. How many quantity that is affected by this issue? 1.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: additional info received on 14-june-23 - are you able to provide date of the incident? 6/7/2023 - are you able to send back the defective needle to bd for investigation? Yes could you describe how you discovered the issue? A medical assistant noticed it after opening the needle package. Here is the comment from the original complaint : ¿a safety needle was opened and upon inspection, prior to use, a hair was sticking out between the tight space of the orange cap and the plastic side of the safety. I tried to take a photo but it didn¿t turn out well. There is no way this hair could have entered during opening of the packaging. It¿s in there tight as if it got sucked in when the machine pushed the needle into the safety.¿ - - was the needle you on patient? No - was there packaging damage? No - are you able to send photo of the item? - how many quantity that is affected by this issue? 1

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 10-jul-2023 . H6: investigation summary thirty seven samples received by our quality team for investigation. Additional samples were sent again for evaluation. Upon visual evaluation, hair was observed on one sample, located between the needle hub and the safety mechanism. No other defects or issues observed. A device history review was performed for the reported lot refz0999, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. All individuals are required to follow proper gowning procedures before entering the room, including hair protection. Possible root cause is due to personnel not following the proper gowning procedure.

Manufacturer narrative:
The following fields were updated due to additional information: b.5: it was reported while using bd safetyglide¿ needle only, 25 g foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: additional info received on 14-june-23. Are you able to provide date of the incident? (B)(6) 2023. Are you able to send back the defective needle to bd for investigation? Yes could you describe how you discovered the issue? A medical assistant noticed it after opening the needle package. Here is the comment from the original complaint : ¿a safety needle was opened and upon inspection, prior to use, a hair was sticking out between the tight space of the orange cap and the plastic side of the safety. I tried to take a photo but it didn¿t turn out well. There is no way this hair could have entered during opening of the packaging. It¿s in there tight as if it got sucked in when the machine pushed the needle into the safety.¿ was the needle you on patient? No. Was there packaging damage? No. Are you able to send photo of the item? How many quantity that is affected by this issue? 1. Imdrf annex a code: a1801 contamination.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: additional info received on 14-june-23. Are you able to provide date of the incident? (B)(6) 2023. Are you able to send back the defective needle to bd for investigation? Yes could you describe how you discovered the issue? A medical assistant noticed it after opening the needle package. Here is the comment from the original complaint : ¿a safety needle was opened and upon inspection, prior to use, a hair was sticking out between the tight space of the orange cap and the plastic side of the safety. I tried to take a photo but it didn¿t turn out well. There is no way this hair could have entered during opening of the packaging. It¿s in there tight as if it got sucked in when the machine pushed the needle into the safety.¿ was the needle you on patient? No. Was there packaging damage? No . Are you able to send photo of the item? How many quantity that is affected by this issue? 1.